Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. Two ground glass lesions were biopsied: the left upper lobe (0.9 cm) and the right upper lobe (0.6 cm). Staging utilizing endobronchial ultrasound (ebus) was performed and radial ebus was used. The diagnosis obtained from pathology for the left upper lobe lesion was adenocarcinoma (malignant) and for the right upper lobe lesion it was non-diagnostic. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.